Event description:
It was reported that during a robotic laparoscopic left partial nephrectomy procedure, at the beginning of the case, all four arms s imultaneously triggered non recoverable errors, followed by a non recoverable system error on the tower that required a full system reboot. The surgeon console was completely disabled, preventing control of the arms. Multiple attempts to re enable the arms were unsuccessful, leading to a full system reboot. After rebooting, the storz system defaulted all video outputs to 3d mode despite the correct settings, forcing the team to continue the procedure using secondary monitors in 3d, which significantly limited visualization for the table assistants. There was a delay of more than 30 minutes due to the reported issue.

Manufacturer narrative:
D10 concomitant product: mrasc0002 sn: (B)(6); mrasc0002 sn: (B)(6); mrasc0001 sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.